Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and a vela infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, a type 3b endoleak with sac growth was identified on a CT (computed tomography), the patient is currently stable and an intervention is being planned.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm sac growth and type iiib endoleak of the bifurcated device are confirmed. This is consistent with the reported adverse event/incident. However, the reported patient expiration is unconfirmed due to a lack of relevant medical information. While the contributing factor for the sac growth is likely the endoleak, the contributing factors for the type iiib endoleak and (unconfirmed) death are unknown. Therefore, procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being expired (cause unknown). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2 outcomes attributed to ae. B5 describe event or problem. E1 initial reporter. G4 awareness date. H1 type of reportable event. H6 device codes (as evaluated); remove 2978. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and a vela infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, a type 3b endoleak with sac growth was identified on a CT (computed tomography), the patient is currently stable and an intervention is being planned. Additional information received indicating that the patient expired on an unknown date, and the physician believes this event is unrelated to the aneurysm. Clarification: as the exact date of event is unknown, the best estimate was used, which is the awareness date to the sac growth and endoleak event. As the exact date of death is unknown, the best estimate was used, which is the awareness date to the death event.